Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was unknown. The customer stated that he attempted to rewind the insulin pump several times and to deliver insulin but kept receiving the motor error alarm. Troubleshooting was done. The customer stated that he was unable to complete the rewind sequence. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.